Manufacturer narrative:
(B) (6). Report source: in literature article titled "a minimally invasive surgical treatment possibility of osteolytic vertebral collapse in multiple myeloma", by stefano astolfi, laura scaramuzzo and carlo a. Logroscino. Device not returned, internal review of literature, follow-up with author.

Event description:
In literature article titled "a minimally invasive surgical treatment possibility of osteolytic vertebral collapse in multiple myeloma", the following events were reported: two pts that reported transiently increased back pain together with pyrexia in the immediate postoperative. The pts underwent two antibiotic treatments for three days and the pyrexia resolved in 48 hours. In one pt, the cement was partially injected in the disc; in another, there was a leakage along the needle track, but there were no clinical manifestations. An overall improvement of the quality of life of the pts was evident, and pts were able to return to their activities of daily living. No additional info was reported.